Manufacturer narrative:
The full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated apparent explant damage.

Event description:
It was reported that the right ventricular (rv) lead had high thresholds and diminished r waves. The lead was explanted and replaced. No patient complications have been reported as a result of this event.